Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the sleeve cannula broken. However, no conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, the trocar sleeve broke unexpectedly before finishing the surgery. It is unknown how the procedure was completed. There were no adverse consequences for the patient.